Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported universal surgical manipulator (usm) 2 was jittery along the insertion axis. The staff had ensured there was no drape interference while inserting the cannula and had reseated the drape with no change. The surgeon depressed the e-stop and recovered, and power cycled the system with no change. Customer was proceeding with the procedure. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the insertion motor module was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the top and bottom housing bearings are consistent with the reported event and are the potential root cause for this issue.